Event description:
Device issue: none. Symptoms/ae: vasospasm treated with medication. Time of ae: during the procedure. It was reported via a trial that an xact stent was successfully implanted in the right internal carotid artery. Post stent angiography showed moderate vasospasm. Nitroglycerin 100 mcg was administered intra-arterially and the vasospasm resolved. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). There was no reported product deficiency. The reported patient effect of vasospasm is a known adverse event as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.